Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned device analysis revealed the pigtail of the catheter was severely kinked/flattened. White material was adhered to the coated section of the catheter including the distal end/pigtail that was in contact with the packaging card. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered design related due to a packaging design change. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that prior to a peripheral treatment procedure, tip damage was identified. While unpacking the device during preparation, it was noted that the tip of the flexima biliary catheter was "bent or crushed". The device was not used. The procedure was completed with another of the same device. As there was no contact with the patient, no patient complications were reported and the patient's status is ok. However, device analysis revealed foreign material was present on the catheter.